Event description:
It was reported per the medsun report that following a successful orbital atherectomy (oa) treatment procedure, device removal difficulties were encountered which resulted in the need for surgery. "Event desc: upon completion of a bilateral femoral arteriogram, the physician was removing the diamondback 360 atherectomy device and it became lodged at the level of the aortic bifurcation. Several attempts were made to remove the device. While the device was attempting to be removed, the sheath tore in half at the level of the insertion site (just under the skin) at the left groin. Pressure was immediately held due to the bleeding, and a fem-stop device was applied. The remainder of the broken sheath was extracted, and the pt was then transferred to the or for repair of the right femoral artery. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has been retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.